Event description:
It was reported that during a handwrist surgery the screws broke everytime it was inserted in the anchor. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1317ft-1 nano corkscrew ft, ti, w 3-0 fw batch: 15174820 was received for evaluation. Functional testing was not performed due to device damage. Visual evaluation revealed that the anchor was not attached to the tip. Evaluation of the nano corkscrew confirmed that the screw was broken and a piece was missing. The stabilizing clip of the nano corkscrew exhibited a visible crack. No issues or bends were identified on the returned guidewires. The most likely cause of the reported failure is user error, such as improper bone preparation, misalignment during insertion, or the use of excessive force. Directions for use dfu-0087-eor2_fmt_en corkscrew, pushlock, and swivelock suture anchors. G. Precautions: 7. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was confirmed. Refer to the investigation pictures. The complaint allegation was confirmed. Refer to the investigation pictures.